Manufacturer narrative:
Other applicable components are: product ID: software 9733467 fusion ent app, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). During the procedure, the site had issues with their staff monitor going blue when going into navigation and verifying the straight probe. When the site switched to the curved probe, the screen came back and the procedure was completed. There was no impact on patient outcome and no procedure delay. No complications were reported/anticipated. Additional information was received indicating that this is a software issue with version (B)(4).

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.